Event description:
It was reported the patient underwent replacement of the intrathecal drug delivery pump and catheter. A motor stall had occurred in late 2008. The stall was confirmed in the pump logs. A recovery was noted five minutes later. Two additional motor stall messages, and recoveries were noted in the logs. The decision was made to explant the pump. A dye study was done. A small loop was noted but there was no apparent tear or occlusion. The catheter was also replaced. The drug used in the pump was lioresal 2000 mcg/ml at a dose of 1700 mcg/day. There was no injury to the patient. The patient status was reported as recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.